Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that her son had to be hospitalized and his blood glucose history is as follows: time; bg (mmol/l), (mg/dl):    20.4, 368. 24, 432. The pod was removed. At the hospital: 27.4, 494. He also had stomach pains and was vomiting. At the hospital he was placed on an intravenous therapy of insulin (apidra) and saline. Pod worn on abdomen for an unspecified amount of time.